Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer reports an observation of discordant toxoplasma igg (toxo g) results for a pregnant patient with reagent lot 298. The initial atellica im toxo g result (sample # (B)(6) on (B)(6) 2025) was reactive (positive). The result was reported to the physician and questioned. The sample was sent to other labs for alternate method testing. Results from the alternate methods were non-reactive (negative). A second sample from the same patient was drawn on a different date (sample # (B)(6) on (B)(6) 2026) and resulted positive with atellica im toxo g. The sample was sent to other labs for alternate method testing. Results from the alternate methods were non-reactive (negative). There are no allegations of patient or user intervention or adverse health consequences due to the event. Siemens is investigating. Note: this report is for reporting the discordant result obtained on (B)(6) 2026. A separate report is submitted for the discordant result obtained on (B)(6) 2025.

Event description:
The customer reports discordant toxoplasma igg (toxo g) results for a pregnant patient with reagent lot 298. The initial atellica im toxo g result (sample # (B)(6) on (B)(6) 2025) was reactive (positive). The result was reported to the physician and questioned. The sample was sent to other labs for alternate method testing. Results from the alternate methods were non-reactive (negative). A second sample from the same patient was drawn on a different date (sample # (B)(6) on (B)(6) 2026) and resulted positive with atellica im toxo g. The sample was sent to other labs for alternate method testing. Results from the alternate methods were non-reactive (negative). There are no allegations of patient or user intervention or adverse health consequences due to the event.